Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir performed pre-fill reservoir testes. Reservoir/transfer guards passed per inspection found no occluded anomaly during filling. Reservoir connect/locked in place properly. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 432 mg/dl at the time of the call. The customer stated was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 6:00am. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.